Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It as further reported that the leadless implantable pulse generator (ipg) was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had suspected early battery depletion. It was also reported there were high thresholds on the ipg. The device remains in use and a replacement procedure is planned. No patient complications have been reported as a result of this event.